Event description:
It was reported that the patient passed away on (B)(6) 2026. The patient had a history of pseudomonas bacteremia. It was later communicated that the patient had presented to the hospital on (B)(6) 2026 for fatigue and malaise and was found to have pseudomonal bacteremia likely from potential peripherally inserted central catheter (PICC) line source. The patient was started on intravenous (IV) cefepime based on blood culture sensitivities. The hospital course was complicated by large volume hematemesis that required intubation and vasopressor support. The patient had long term pseudomonas driveline infection. The device operated as expected.

Manufacturer narrative:
Additional health effect - clinical codes: 2484 - respiratory failure. 1849 - fatigue. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The account indicated that heartmate lvas, serial number (B)(6), will not be returned for evaluation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 lvas patient handbook, are currently available. Chapter 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including infection. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.